Event description:
It was reported that two separate mixes of cement by the same scrub nurse, in the same theatre on the same day with the same surgeon, failed to behave as expected. There appeared to be no clear dough time making the mix extremely hard to work with as it remained runny throughout the timeframe usually given for working time. Thus making pressurization of the femoral stem almost impossible.